Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to upload data from the insulin pump to the carelink software. The customer's blood glucose was unknown at the time of reporting. No equipment was returned. No additional information was reported.